Manufacturer narrative:
G4: 18jul2020 b4: (B)(6)2020 product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse replaced the unit's power switch overlay to resolve the reported issue. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer contacted technical support (ts) stating that the unit had an alarm led failure. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the power switch overlay to resolve the reported issue. The unit was tested and returned to service.